Event description:
User developed rash and fever on day 3 of menstrual period. On day 4 of period, they experienced nausea and dizziness. At admission, they had diffuse erythema and wbc count of 18.7. They were admitted with diagnosis of toxic shock syndrome (tss). Throat and vaginal cultures were done and IV vancomycin therapy was initiated. The pt's clinical status improved, the wbc decreased to 15.2. IV antibiotics were discontinued and oral azithromycin initiated. The pt was discharged the following day.